Event description:
It was reported that during a follow up, the pulse generator exhibited inappropriate measured data for device longevity. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).